Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm) and on presenting egm while in atrial arrhythmia with elevated heart rate. The lead remains in use. No patient complications have been reported as a result of this event.